Event description:
The physician returned the bvs blood pump for examination. Thrombus was observed in the outflow valve. The blood pump was examined & found to be within specs. No clinical info was provided &, therefore, additional review was not possible. There was no pt impact. A possible explanation is coagulation therapy.